Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads implanted with the same lot number. It was reported the pt is not receiving effective stimulation. It has been a year since she last used her scs system. The pt is pending follow up with her physician.